Event description:
Customer's mother reported that the customer had been experiencing a low and declining blood glucose level for 30 minutes prior to the call. Caller reported that the low blood glucose level was due to the infusion set not sticking. Caller reported recently having a blood glucose level of 36 mg/dl. Blood glucose level was 171 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.